Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Additionally, a DHR could not be performed as no lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that the unspecified bd¿ syringes were cracked. There was no report of exposure, injury, or medical intervention.